Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction surgery with unknown mentor gel tissue expander that the left side deflated after implantation. As a result, the patient had it removed and replaced with another mentor gel device on (B)(6) 2018. Patient has since fully recovered.

Manufacturer narrative:
These information were misinterpreted in the initial report, the implant was unknown becker implant, date of event updated to (B)(6) 2018, and date of explant updated to (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 7/8/2018, indicates that the complaint device was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as asrs/psrs or mdrs. However, since this event has already been reported to FDA, additional event information will continue to be reported as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent at the tubing and the shell appears intact. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Complaint for gel bleed is not confirmed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4)